Event description:
A pt reported experiencing inaccurate erratic results with a ss original meter. The pt's blood glucose results were 400, 160, 270 mg/dl. Tests were done within 10 minutes with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.